Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of tissue erosion. Cpi physician's manual #352034 003c page 29 lists erosion as a possible adverse effect of this ipg.